Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level displaying as "high," although the specific value was unknown. Customer managed high blood glucose by performing a correction injection using multiple daily injections. Reportedly, the customer continued to use the pump for insulin therapy.